Event description:
It was reported that the wrong knee insert was placed in the patient at the time of the primary surgery, instead of the right knee insert doctor placed the left knee insert, so the patient was forced to endure another knee surgery one week after the total knee replacement was performed. The wrong knee insert was removed and the proper knee insert was installed.